Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. During evaluation, the device failed a step during testing and an issue related to the flow sensor was observed. The device's active exhalation control module and flow sensor assembly were replaced to address the issues.